Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device prompted a "unit failed" message was verified and attributed to corrupted firmware. It is unknown what caused the firmware to become corrupted. The device firmware was reloaded to remedy the report. The customer's report of the device was unable to detect the attached electrode pads was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The defib pads used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend. The device was recertified and returned to the customer.